Event description:
(B)(4) strong metal odor, horrible menstrual cramps, migraines, constant bloating, back pain, muscle stiffness, fog memory, low vitamin d, low iron, depression, muscle cramps, missed periods, multiple periods in a month, heavy menstrual, pain during sex, low energy.